Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent open reduction internal fixation (orif) with multiloc humeral nail for humeral diaphyseal fractures. During surgery, the surgeon used one (1) drill bit with radiolucent drive and felt that it was too dull. The drill bit was then changed with another one (1) drill bit but, unfortunately it had the same problem. The surgeon commented that heat generated due to drilling friction was not acceptable. The surgery was completed with 30 minutes delay. There was no consequence to the patient. Concomitant device reported: radiolucent drive (part # 511.300, lot # unknown, quantity 1); unknown drill ( part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.2mm three-fluted radiolucent drill bit. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection shows that the tip of the drill bit is damaged. Also the cutting edges are damaged what caused the inefficient cutting performance while use. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Material review/ hardness review: this lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Summary: the condition of the received drill bit agrees with the complaint description. In this condition, the drill bit is no longer usable. Unfortunately we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, we can assume that this product was an intensive used instrument. We suppose that the bad condition of the device before surgery could lead to malfunction of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 03.010.100. Lot: u290983. Manufacturing site: selzach. Supplier: orchid bridgeport. Release to warehouse date: 1/10/2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.